Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm due to critical pump error alarm.

Event description:
Customer reported via phone call that the insulin pump had alarm which generated when the insulin pump detects movement in hall sensor counts that was unexpected since the insulin pump did not command motor movement. Customer blood glucose value was 190 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer reports they were successful able to passed displacement test. Customer reports they were able to passed self-test. The device will be returned for analysis.